Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1/d2a/d2b, d4, d6b, h4, h6. MDR section codes updated/corrected: b, c, d, e, g. The revision reported may have been due to disassembly. However, the reported disassembly could not be confirmed. Potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined, as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Section d10: concomitant products: humeral adapter tray +0 (cat# 320-10-00 / serial# (B)(6)). Reverse shoulder fixed angle torque defining screw kit (cat# 320-20-00 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that this 62 y/o male patient's left shoulder was revised approximately 5 months post op. The revision was due to a 42 2.5mm liner disassociating from a +0 tray. Surgeon revised the shoulder by removing the compromised liner and tray associated, replacing them with a +5 tray and a 42 2.5mm constrained liner, and a new screw. All defective implants and parts were removed. No surgical delay/prolongation. New implants were put in. +5 tray and a 42 2.5mm constrained liner, and a new screw. Patient was last known to be in stable condition following the event. Unable to obtain photos/x-rays. Devices are returning.